Event description:
Pt had surgery for ventriculo peritoneal shunt revision with ligation of shunt tubing (pt had presented with concave skull defect and there was a concern of shunt overdrainage). The following day, the pt has rt sided frontotemporoparietal cranioplasty and placement of prosthesis, as well as revision of left vp shunt with removal of ligation clips. The next day pt develops epidural hematoma and has evacuation of same, removal of cranial prosthesis, left sided vp shunt revision with removal of codman programmable valve and replacement with another manufacturer's valve.